Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Dried tissue/body fluid in the sleevehead prevented the helix from extending and retracting. This is not a lead failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged. After difficulty retracting the helix, it would not deploy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.